Manufacturer narrative:
The manufacturer did not receive devices for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted an unknown fitmore insert hip implant in 2003. (As the exact date of implantation is unknown, the last day of the year was taken as implantation date.) Strong inlay wear out with partial delamination of the polyethylen (ceramic-pe- ceramic bearing) was reported. No further information is available at this point of time. The date the incident occurred is unknown. Additional information has been requested and is currently not available.

Manufacturer narrative:
Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend identified. Review of event description: it was reported that the patient had a fall at home and experienced a periprosthetic femoral fracture. The patient underwent a revision surgery which revealed wear and delamination of the fitek insert. Review of received data: letter from (B)(6), dated february 02, 2017: the patient had a fall at home on (B)(6) 2016 (the exact course of events of the accident was not documented). Radiologically a periprosthetic femur fracture is visible on the left side. On this occasion a cranialized head of the prosthesis is noticed, so that based on the radiological findings it can be assumed that there was already an insert wear. The activity of the patient is appropriate to her age considered as low (level 1 care already before the fall). The prosthesis was implanted apparently in 2003, and an endoprosthesis passport or further information regarding the components used in the primary implantation is not available. The insert wear was an additional finding and it cannot be assessed to what extent this caused a mobility restriction before the fall. Surgical report of revision, dated (B)(6) 2016: indication: periprosthetic proximal femur fracture left with implanted total hip endoprosthesis. Intraoperative: insert wear and stem loosening with multi-fragment fracture of the trochanter major and minor. Procedure: an incision slightly ventral to the pre-existing scar is made. The capsule is strongly thickened with partially periarticular calcifications, which are removed. The capsule is removed and sent for histological examination to trier. The head and the insert are exposed. The polyethylene insert is cranially worn and the head is accordingly cranialized. The head is then dislocated from the cup. When trying to remove the head from the stem, the loosened stem separates from the femur instead and can be removed. The insert is removed. The cup does not appear to be loose. Smears are taken from the femoral stem and the bottom of the cup. An equivalent new polyethylene insert is placed. The incision is extended to distal. A multi-fragment fracture of the trochanter major and of the ventral proximal cortex is visible. There is an avulsion fracture of the trochanter minor. Therefore the surgeon decides for a modular stem. A modular stem is implanted and the fracture fragments are fixed with cerclages and a hook plate. Under image intensifier a correct osteosynthesis result is seen. A trial reduction with a large head shows no dislocation tendency and equal leg length. Therefore a large head is mounted on the stem and the hip is reduced. There is still no dislocation tendency. The joint area is rinsed, redon drainages are placed and the wound is closed. Pathological-histological report, incoming date (B)(6) 2016, outgoing date (B)(6) 2016: clinical information: insert wear, periprosthetic femur fracture. Assessment: neosynovialis of wear induced membrane type (slim type I) with evidence of macro-particulate polyethylene. No signs of infection. No signs of malignancy. X-rays: an ap x-ray of the left hip taken on (B)(6) 2016 and a pelvis overview taken on (B)(6) 2016 were received. The x-rays were received in pdf format and the brightness and contrast of the images are suboptimal for a detailed evaluation. The ap view shows that the head is not anymore centered in the cup and is displaced towards cranial. It seems that there is a fracture on the medial side of the stem at the height of the trochanter minor. The pelvis overview shows the situation after the revision surgery. Examination of the manufacturing documents: the manufacturing documents were inspected and the information about the production and the expiration date of the retrievals at hand was reviewed. Considering the expiration date of the components it is unlikely that the implantation year reported in the clinical information (2003) is correct. It can be assumed that the implantation was between (B)(6) 1996 and (B)(6)1999. This would result in an approximate time in vivo between 17 and 21 years. Devices analysis: visual examination: the explants were received in a sterilization packaging. The color code on the packaging indicates steam sterilization. The fitek insert is deformed to an oval. The marking on the rim is hardly readable. On approximately half circumference of the rim layer delamination is visible. In the hooded region air bulges and subsurface cracks are noticeable. On the articulation surface of the insert there is a clear borderline between the loaded and the unloaded area. The loaded area covers more than half of the articulation surface. Part of the loaded area is polished to a shine. The rest of the loaded area has a worn appearance and shows several curved grooves. Parts of this region are bordered by layer delamination. The delaminated areas are partially stained, most probably due to body fluids infiltration. On the anchoring side of the insert a set of indentations from the anti-rotational spikes of the shell are recognizable. In addition, two marks from the shell¿s screw holes are noticeable. A low power microscope investigation revealed backside changes in the pole region and around the marks from the shell¿s screw holes. On the rest of the surface the machining marks are still visible. In one location, close to the pole, there is an area that is slightly yellow discolored. The pole pin is fractured. On one side of the insert there is some damage probably deriving from removal. The sulox head is still mounted on the cls stem taper. The stem shows damage from revision surgery in the form of scratches on the neck and shoulder. There are bone attachments visible on the anchoring surface of the stem. The sulox head shows fine and coarse metallic smearing on the articulation surface as well as on the bottom bevel. These derived, most probably, from the revision surgery. Wear estimation: as the insert was deformed during the steam sterilization a 3d wear measurement was not performed. To estimate the wear the thickness of the insert was checked with a caliper in the loaded worn area and the corresponding opposite unloaded area and the difference between these two values was calculated. The difference is approximately 2.1 mm. Considering the estimated time in vivo this would result in an annual wear rate between approximately 0.1 and 0.12 mm. Semlitsch et al. Found a linear wear rate of 0.02 to 0.2 mm per year in 90 % of the cases where a conventional polyethylene cup was paired with a 32 mm ceramic head [semlitsch m, willert hg. Clinical wear behaviour of uhmw polyethylene cups paired with metal and ceramic ball heads in comparison to metal-on-metal pairings of hip joint replacements. Proc inst mech eng [h]. 1997; 211(73)]. Conclusion: the patient had a fall at home. The x-rays taken revealed a periprosthetic femur fracture and additionally, a cranialized head of the prosthesis was noticed. During the revision surgery a multi-fragment fracture of the trochanter major and minor was observed. When trying to remove the head from the stem, the loosened stem separated from the femur instead. Based on the expiration date of the components it is unlikely that the implantation year reported in the clinical information (2003) is correct. Therefore the exact time in vivo is unknown, but based on the manufacturing documents a time in vivo between approximately 17 and 21 years can be estimated. According to the label on the as-received package the components were steam sterilized by the hospital. As a consequence the polyethylene insert is no longer in the same condition as after its removal. The oval deformation of the insert, the air bulges and the obliterated markings can be attributed to the steam sterilization. The ap x-ray taken a few days before revision shows a clear displacement of the head within the cup. This can be attributed to wear of the fitek insert. On the articulation surface of the insert a borderline between the loaded and unloaded area is visible. The loaded area covers more than a half of the articulation surface and has a polished / worn appearance. It was renounced to perform a 3d wear measurement because the insert was steam sterilized. However, a wear estimation was made and the annual wear rate was calculated to be between approximately 0.1 and 0.12 mm. Thus, the wear rate in this case falls within the range reported in the literature. The fitek insert shows layer delamination in the loaded area and on the rim. This may be attributed to material embrittlement due to oxidation. The cls stem shows bone attachments on its anchoring surface. Polished areas that would suggest signs of loosening could not be found on the anchoring surface. The sulox head is inconspicuous. The patient experienced femoral bone fracture due to a fall. No specific root cause can be determined for the detected wear of the pe insert. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Event description:
It has been reported that the patient was implanted a cup insert fitek 28/50 in 2003. The patient fell on (B)(6) 2016 and was revised on (B)(6) 2016 due to periprosthetic femur fracture on the left hip side with cranialized head and inlay wear. Note: considering the expiration date of the components, it is unlikely that the implantation year reported (2003) is correct. It can be assumed that the implantation was between (B)(6) 1996 and (B)(6) 1999.

Manufacturer narrative:
The manufacturer did not receive devices for review. It was mentioned that the product will be returned for investigation. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
It has now been reported that the patient was implanted an unknown fitmore insert hip implant in 2003. (As the exact date of implantation is unknown, the last day of the year was taken as implantation date.) Patient fell on (B)(6) 2016 and was revised on (B)(6) 2016 due to periprosthetic femur fracture on the left hip side with cranialized head and inlay wear.